Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material observed channel could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation observed that could result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU. The event can be detected by following the instructions for use section below: -inspection of the instrument channel. Olympus will continue to monitor field performance for this device.

Event description:
The olympus field service engineer reported (on behalf of the customer) that the evis lucera bronchofibervideoscope had a channel jam. The issue was found during preparation for use for a diagnostic procedure and the procedure was completed with a similar device. There was no patient harm reported.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to insufficient cleaning. Additionally, the other evaluation findings are as follows: the channel brush could not be inserted due to a blocked channel tube, there was a black scratch on the image due to a broken charged coupled device unit, and there was corrosion from the electrical connector due to leakage. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.